Event description:
Country of complaint: (B)(6). During placement of the clip at the aneurysm, it did not completely close. Clip was removed and replaced by a functional clip.

Manufacturer narrative:
G5: k833652. Us reporting agent notified on (B)(4) 2014. Mfg site eval: all permanent clips are tested regarding their closing force. The date of the affected batch was reviewed and found to be fully according to the specifications. There are no hints for material or product deviations.